Event description:
It was reported that an unspecified battery issue occurred. Reportedly, there were ¿weird numbers on screen for battery.¿ there was no reported impact to the customer's blood glucose (bg) level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.